Event description:
It was reported that during an implant procedure on (B)(6) 2024, a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. It was reported the patient developed a hematoma. The patient was hospitalized for bilateral craniotomies. As a result, surgical intervention may be undertaken in the future to address the issue. The hematoma was resolved without surgical intervention. It is unknown which lead was involved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: b5.

Event description:
It was reported that during an implant procedure on 3 october 2024, a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. It was reported the patient developed a hematoma. The patient was hospitalized for bilateral craniotomies. As a result, surgical intervention may be undertaken in the future to address the issue. The hematoma was resolved without surgical intervention. It was reported that a blood patch was performed for the csf leak. It is unknown which lead was involved.